Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drain bag hose had kinked, and the urine backed up which caused urinary tract infection with most recent lot ngft0110. The patient had to go to the hospital for ten days with the urinary tract infection. It was unknown what medical intervention was provided for urinary tract infection. Also reported patient had the issue for more than 10 years with unknown drain bag. Per additional information received via phone on 17sep2021, drain bags came with the hose in a coil and was folded wrongly at times. This caused the hose to crease and kink and the bag and hose cannot be used. There was also a green rubber band that came on the hose that strangled the hose leaving indentions. As a result urine backed up causing urinary tract infection. The customer had a history of urinary tract infection and does not require medical treatment. The customer was not specific about what the treatment was but did say per urologist, they changed the bag daily to reduce exposure. The issue has been going for years and stated that the top of the bag there was a small container that sometimes got disconnected. This also rendered the bag unusable.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), unused center entry bag. Visual inspection of the sample noted the tubing was kinked at the halfway point upon return. This is out of specification per inspection procedure ip7600150, revision 13, which states, "any kinks in drainage tube which reduce the i.d more than 25% are not permitted". A potential root cause could be incorrect assembly operation of sheeting clamp. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the drain bag hose had kinked, and the urine backed up, which caused urinary tract infection with most recent lot: ngft0110. The patient had to go to the hospital for ten days with the urinary tract infection. It was unknown what medical intervention was provided for urinary tract infection. Also reported patient had the issue for more than 10 years with unknown drain bag. Per additional information received via phone on 17sep2021, drain bags came with the hose in a coil and were folded wrongly at times. This caused the hose to crease and kink, and the bag and hose cannot be used. There was also a green rubber band that came on the hose that strangled the hose, leaving an indention. As a result, urine backed up, causing urinary tract infection. The customer had a history of urinary tract infection and does not require medical treatment. The customer was not specific about what the treatment was but did say, per urologist, they changed the bag daily to reduce exposure. The issue has been going for years and stated that in the top of the bag there was a small container that sometimes got disconnected. This also rendered the bag unusable.